Manufacturer narrative:
This report is submitted on april 22, 2022.

Event description:
Per the clinic, the patient experienced an infection around the abutment site (specific date not reported) and subsequently was treated with a cream (specific type, date and duration not reported), however, the issue did not resolve. The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on april 22, 2022 was filed inadvertently. The infection and administration of cream is yet to be confirmed by a healthcare professional. This report is submitted on may 31, 2022.